Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for in-patient care for heart failure and fluid overload which were not related to the device or device issue. Device interrogation revealed non-sustained right ventricular oversensing due to myopotentials oversensing on the implantable cardioverter defibrillator. Programming changes were made to resolve the issue. The patient condition was stable.